Manufacturer narrative:
A review of the user's data did not identify any information indicating a system-related issue associated with the hospitalization. Because the user remained unresponsive and no additional details were available, no further assessment could be completed.

Event description:
On feb 18, 2026, senseonics was made aware that a user was hospitalized. Customer care made multiple attempts to contact the user to obtain additional information regarding the hospitalization, including phone calls, voicemail messages, and text messages. The user could not be reached, and no details regarding the reason for hospitalization were obtained. A brief interaction with a family member confirmed that the user was in the hospital but did not provide further information.